Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 6.2 inr/4.26 inr, 5.3 inr/3.68 inr, 4.8 inr/3.43 inr, 3.9 inr/2.90 inr, >8.0 inr/5.96 inr, 5.2 inr/3.98 inr, 4.1 inr/2.69 inr, 4.2 inr/2.98 inr, 6.7 inr/5.06 inr, 4.8 inr/3.60 inr, 3.5 inr/2.59 inr, 4.0 inr/2.98 inr, 6.0 inr/4.55 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The physician reported that the intraocular lens haptic appeared fatigued or fractured on release from the insertion system into the patient's capsular bag. The incision was enlarged and the damaged lens exchanged for a 2nd lens. The incision was closed with 4 sutures.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reports 5 meters were used during the correlation study, but she did not know which meter produced which discrepant result. Reference medwatch report with (B) (4), (B) (4), (B) (4) and (B) (4) for suspect devices used in the correlation study.